Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-10359. Reference MFR report: 1627487-2012-10360. Reference MFR report: 1627487-2012-10361. It was reported, the pt has requested to have her scs system removed. The pt reported, her back is sore resulting in the inability to hug her child or lean back against a chair. In addition, the pt reported during stormy weather she can still feel vibration even when stimulation has been turned off. The pt also reported, the ipg becomes hot during charging. The pt stated, she was told her stimulator had fallen and was pushing on nerves and muscles causing the pain. The pt will undergo surgical intervention at a later date to resolve the issue. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.